Event description:
An advocate from canada called on behalf of her father to seek assistance with their contour next gen meter. During the troubleshooting, it was found that a blood glucose reading was not stored in the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The initial report indicated the meter associated with the event as contour next gen. However, the correct meter associated with this event is contour next one. Sections b5, d1, and g4 have been updated with the correct product details. The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6), and no manufacturing anomalies were found.

Event description:
An advocate from canada called on behalf of her father to seek assistance with their contour next one meter. During the troubleshooting, it was found that a blood glucose reading was not stored in the meter's memory.